Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Customer successfully reset the pump with guidance from technical support, which resolved the error, and sensor session was successfully started.